Manufacturer narrative:
The hospital performs own repairs and has not provided the ventilator's logs or the exchanged part. The hospital indicated that they intended to replace the control printed circuit board as per service manual recommendation. No investigation has been performed therefore the true cause of the reported technical error codes has not been determined.

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient and stopped ventilating. One indicated disabled valves and the other one indicated an internal memory error. The ventilator was replaced with another functioning device. There was no patient harm. (B)(4).